Event description:
The pt complained of diaphragmatic stimulation "in all vectors". This lead was explanted and a competitive lead was implanted instead. At this time, the date of explant is not available. Should add'l info become available, this event will be updated.